Event description:
(B)(6). It was reported that post a stenting treatment procedure, the patient experienced chest pain, dyspnea, unstable angina and restenosis. Sometime in 2001 the patient had a unknown stent implanted in the left anterior descending artery (lad) as treatment for restenosis of an previously placed unknown stent. (B)(6) 2011 - the patient presented with chest pain, dyspnea on exertion and high blood pressure at night and was diagnosed with unstable angina. (B)(6) 2011 -the 80% in stent restenosed target lesion was 36 mm long with a reference vessel diameter of 3.0 mm, located in the proximal left anterior descending artery (lad) extending into the mid lad. The physician treated the lesion with direct stent placement using a 3.0 x 38 mm taxus liberte stent. Following post dilatation with an unknown balloon catheter, residual stenosis was 15%. In addition the 75% in-stent restenosis of an unknown stent located in the left circumflex (lcx) obtuse marginal (om) was treated with balloon angioplasty, with less than 10% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. If implanted, give date: 2001. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).